Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer mentioned they go low prior to eating. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.